Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to flattened dome switch on the esc and act buttons. The pump had missing segments due to open lcd zebra connector. The pump had severely scratched lcd window and cracked reservoir tube. There was no moisture damage on the motor assembly or electronic assembly. There was no button error alarm, no black dots on the screen and no sticking buttons.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 153 mg/dl at the time of incident. The customer's mother stated that the pump screen was fuzzy and the buttons were not working. The pump alarmed button error, the lights were turning on without pressing anything and there was uncontrollable beeping. She also stated that the screen was sticking and had black dots. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.